Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased pacing lead impedance and increased capture threshold were observed. Patient has also increased amount of vp since last check and today was intermittently. Hv lead impedance has steadily been increasing. Another follow up was scheduled and patient will be monitored.